Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that the medication was not showing up for the nurse to pull. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing up from registered nurse to pull. A technical support specialist connected to the server and confirmed no issue on enterprise server side. Customer confirmed issue was resolved and was on electronic privacy information center (epic) side. The system functioned as intended after the technical support specialist troubleshot the device.